Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and the helix partially extended. The helix is bent. The lead passed continuity and impedance testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the first attempt to secure the tip was successful but threshold was not stable, same scenario occurred during the second implant attempt. By the third implant attempt the tip would not extend or retract. Once the ipl was removed from cavity it took approximately 20 rotations for the tip to extend. The ipl threshold was unstable at all times and impedance shown was high with minor variations. Blood got inside the lead due to possible insulation damage. It was also reported that the ipl fixation tool felt loose. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the first attempt to secure the tip was successful but threshold was not stable, same scenario occurred during the second implant attempt. By the third implant attempt the tip would not extend or retract. Once the ipl was removed from cavity it took approximately 20 rotations for the tip to extend. The ipl threshold was unstable at all times and impedance shown was high with minor variations. Blood got inside the lead due to possible insulation damage. Ipl suspected fracture noted. It was also reported that the ipl fixation tool felt loose. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.